Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and a reservoir was connected to a drain. When the drain was inserted into the connector it broke. The system was replaced. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
It was reported that this device is not related to an adverse event. Therefore, this medwatch report is not reportable.